Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tge 454515, lot 14291983, (B)(4); tge 373715, lot 14708741, (B)(4).

Event description:
It was reported to gore the following: the patient presented with a thoracic aortic aneurysm which was treated with 2 conformable gore tag thoracic endoprosthesis in zone 3 on (B)(6) 2016. On the same day the patient suffered from a embolic event caused by cholesterol. The patient presented with cyanotic toes and a progressive episode with several symptoms (digestive ischemia, acute renal insufficiency) which was treated with drugs. The physician stated that this event is procedure and not device related. The patient was discharged on (B)(6) 2016.